Manufacturer narrative:
(B)(4). The device was not returned for evaluation. However, there was no leak noted during preparation prior to use, which suggests a product quality issue did not contribute to the reported difficulties. In this case it is likely that the balloon interacted with the mildly tortuous, heavily calcified and 90% stenosed lesion such that the balloon became damaged and subsequently ruptured during inflation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by(B)(4). Though this device is not commercially available for sale in the u.s, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified concentric, 90% stenosed lesion in the mid left anterior descending artery. A 2.5x15 mm tenku rx balloon dilatation catheter (bdc) was advanced for pre-dilatation; however, during the first inflation attempt the balloon ruptured at 10 atmospheres (atm). The tenku rx bdc was removed and a non-abbott bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.